Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4). Batch: 17831200/17811308.

Event description:
It was reported that the patients linear leads had migrated. The patient underwent a lead replacement procedure. The explanted leads were discarded. No further information has been obtained despite good faith efforts.